Manufacturer narrative:
(B) (4). This report will be amended when our investigation is completed.

Event description:
It is reported that while the surgeon was impacting, the black handle on the inserter blew apart and shattered. The surgeon took precaution and irrigated well and did not visibly detect any residual pieces of the inserter left in the patient.